Manufacturer narrative:
The recipient has healed. Advanced bionics considers the investigation into this reportable event as closed. The recipient's explant is being following in MDR # 3006556115-2024-00995. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient underwent an MRI two years ago where the magnet reportedly dislodged. The recipient is reportedly unable to use the device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's magnet was removed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.